Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three times microbiological testing by the user facility, following microbes were detected from the subject device. First time; (B)(6) 2017. Channels: aerobic bacteria including enterococcus (> 100 cfu / 100 ml). Second time; (B)(6) 2018. The sample collected from all channels of the subject device: gram-positive bacteria ( >100 /endoscope). Third time; (B)(6) 2018. The sample collected from all channels of the subject device: gram-positive bacteria ( >100 /endoscope). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the air/water channel tested positive for enterococcus avium (3cfu/40ml), pseudomonas spp. (1cfu/40ml). The test indicated no microbial growth for the other channels. Second additional microbiological testing was conducted at the third party laboratory. In the test, the air/water channel tested positive for acinetobacter species (48cfu/10ml) and the auxiliary channel tested positive for moisissures (1cfu/20ml). The test result indicated no microbial growth for the other channels. (B)(4) is planning a repair for replacement of the air/water channel of the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".